Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; a2; a4; b4; b5; g3; h2; h11 the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure, the inlay was unable to be fixed with the locking screw. Another inlay was able to be fixed without further incident. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; h2; h3; h4; h6; h11. Visual examination of the returned product found it to exhibit signs of use, damage, gouges, scratches. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.